Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site experienced a system error. It is reported that trouble shooting was done in which the user site removed the needle from the patient's breast, powered off the unit and installed a new needle from the same lot. The user site reports that the procedure was completed successfully; however, a second incision was required to the patient's breast to do so. A hologic field service engineer (fse) was dispatched to examine the device and heard a "grinding" noise coming from the device driver during homing. The fse replaced the device driver and confirmed that the system is now operational. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all qa specifications.